Event description:
It was reported that the device was unable to sense during dft testing. The patient had to be converted via external defibrillation. The ICD was replaced and not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of undersensing was confirmed in the laboratory via review of stored electrograms. The device was tested manually on the bench and using automated test equipment and was found to be normal.